Event description:
Oxygen tubing has moisture condensation built up inside tubing, customer unable to use product due to compromising appearances. No negation pt reactions recorded. Item was suspended upon discovery of tubing flaw.